Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. Following insertion the patient experienced chronic pelvic and vaginal area pain, rectal pain, pain during bowel movements, constipation, severe rectal pain when sitting for long periods of time, excruciating painful intercourse, vaginal infections, vaginal discharge, and severe urine leakage. (B)(4).

Manufacturer narrative:
Additional narrative: the patient experienced pain, dyspareunia, incontinence, infections and discharge. (B)(4). Dyspareunia.